Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00360. The patient ((B)(6)) has 3 leads (1 from lot ab0782 and 2 from lot ab0791) implanted as part of their axium neurostimulator system. It was reported the patient's axium neurostimulator system was explanted due to the patient experiencing ineffective therapy.

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00360.